Event description:
The pt reported inaccurately low blood glucose readings with lot 1j504a. Yesterday, the pt opened the first bottle of test strips from the box and obtained a blood glucose test result of 66 mg/dl. Because he did not have hypoglycemic symptoms, he immediately opened the second bottle of test strips from the same box and obtained a blood glucose test result of 216 mg/dl. The pt's meter was set to the appropriate code. The desiccant is in both co's bottles. With the representative, the pt performed a side by side blood glucose comparison using the first and second bottles from the box. With the first bottle, the pt obtained two back to back blood glucose test results of 68 and 40 mg/dl. With the second bottle, the pt obtained a blood glucose test result of 197 mg/dl. The pt's normal control solutions is expired. With the representative, the pt obtained a check strip test result of 72 versus a check strip range of 66-89. The pt stores the test strips in the kitchen.